Manufacturer narrative:
Summary: end-user reported discrepant test results. Meter and strips were not expected to be returned. Pt information was not known. Cv% calculation was performed. Cv% was above criteria. Further testing could not be performed without product returned. Strip deficiency was not established for retained strip ln 213037a. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. Inratio precision data provided by end-user lot: date: (B)(6) 2009. Inratio meter: mean 3.75; sd 0.78; %cvd 20.74. Date: last week (no exact date specified). Inratio meter: mean 2.50; sd 0.28; %cv 11.31. Since 11.31% cv is less than 20%, inratio meter results pass the criteria for precision. In-house meters: (B)(4). In-house precision testing (inratio meter): retained strip ln 213037a. Donor-1 reference (inr) 2.6; in-house (inr) 2.4; in-house (inr) 2.4; mean 2.47; sd 0.12; %cv 4.68% pass. Donor-3: 1.6; 1.6; 1.6; 1.60/ 0.00; 0% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 4.68% and 0%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required.

Event description:
Caller alleged discrepant results (precision). Results as follows: date: (B)(6) 2009. 1st inr = 4.3; 2nd inr = 3.2. Date: last week (no exact date specified); 1st inr = 2.3; 2nd inr = 2.7; 3rd inr = 2.9; 4th inr = 2.5.